Event description:
Customer alleged the joystick stops and error code mpj and they reboot and it works. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdx4, serial number/date code (B)(4) is approximately 8 years 3 months old. The owner's manual part number 1114809 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the joystick allegedly stops the chair and displays an error code. If the tdx4 power chair is rebooted the chair will work then the same thing happens again. No injury alleged.